Event description:
Customer reported in ICU, after an exploration of a neck haematoma, there was a leak. Customer reported leak could not be isolated to the cuff or pilot tube. The info provided suggest that extubation and reintubation of a replacement tube was required covidien his attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed. We are unable to determine the exact cause for this specific event however, previous investigations for the reported issue have been performed and documented under a corrective and preventative action. Additionally, MFR controls are in place to detect cuff inflation/ deflation related defects to reduce the potential for occurrence during the MFR process. Info of this nature is included in our database and monitored through trending.